Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a blood leak at the mix chamber of the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the nucleated red blood cell (nrbc) chamber. The fse cleaned the nrbc chamber and found pieces of tube stopper in the drain. The fse removed the tube stopper debris from the drain of the nrbc chamber and verified the nrbc chamber drained properly.

Manufacturer narrative:
Evaluation codes - results code - (other): nucleated red blood cell chamber drain. (B)(4).